Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned h6 investigation findings: c22 - photo review h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open aluminum package with product code xc200.the image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). * what suture type and size was used? * when the event occurred, was the suture placed near the hinge of the clip? * were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? * was the applier checked for damaged (jaws straight and aligned)? * if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? * are the devices or sterile samples from the same lot available for analysis? * please confirm the quantity to be replaced. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: related events reported via 2210968-2024-00881

Event description:
It was reported that a patient underwent a robotic partial nephrectomy on (B)(6) 2024 and a suture clip was used. During the procedure, the clip did not close on the suture. The clip loaded on the instrument but wouldn¿t work on the suture material. The surgeon used a different device in place. There was a delay in surgery. Three were no adverse patient consequences reported. Additional information was requested.